Event description:
New information indicated that the lead was repaired during a routine device change out procedure. The patient was in good condition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise and had an insulation anomaly. The lead was repaired and remained implanted. No patient symptoms were reported.